Event description:
In review of an article, it was reported that a vns pt experienced a lead fracture not associated with any known trauma. The fracture was discovered on an x-ray when the device started to fail. The lead was revised under general anesthesia without adversity. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Murphy jv, horning gw, schallert gs, tilton cl, adverse events in children receiving intermittent left vagal nerve stimulation. Pediatr neurol 1998;19(july):42-4.